Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that noise and inappropriate therapy were detected on this lead. Patient has had ICD deactivated for end of life care, unrelated to ICD system. Because the patient is dnr and support being removed today, no action will be taken on the lead issue per the physicians. Should additional information become available, this file will be updated.